Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Customer alleges that the door seal on this tub has failed and the adhesive is coming apart from the tub door.